Event description:
Boston scientific crm rec'd info that this right atrial lead dislodged. The physician felt that either the lead dislodged or there was an issue with the lead helix. There was a revision procedure done, and one day after, the lead dislodged again. The lead was explanted and replaced. To date, there have been no adverse pt effects reported.